Manufacturer narrative:
The insulin pump was received with cracked and bleeding on lcd glass, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump screen shattered. The customer's blood glucose was unknown at the time of incident. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.